Manufacturer narrative:
(B)(4). The evaluation and repair will be completed by non-covidien service provider. Covidien was not authorized to repair the device.

Event description:
It was reported that the battery of an 840 ventilator was unable to hold charge. The ventilator was not in use on a patient at the time the event occurred.